Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced a loss of osseointegration and subsequently the device was explanted (date not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.